Event description:
It was reported that pericardial effusion (pe) and death occurred. During a concomitant pulse field ablation (pfa) procedure, a versacross large access (vla) was selected for use. A baseline pe was noted prior to transseptal. Once groin access was obtained, there was difficulty ascending the femoral vein and crossing transeptal. Transeptal puncture (tsp) was sudden, and visibility was poor. The physician flossed the septum with the vla, however, the faradrive sheath could not go across. It was attempted with the faradrive dilator and watchman trusteer access system (was) dilator, then was able to cross with faradrive. The patients' blood pressure dropped a few times at transeptal during flossing of the septum. The hypotension was medically treated. The physician used intracardiac echocardiography (ice) to watch for a pe during the pfa portion of the procedure. It started growing when ablating the right pulmonary veins. A pericardiocentesis was performed after the completing pfa. One (1) liter of fluid was drawn, and patient was stabilized. Later, the patient died while in the intensive care unit (ICU) from complications.

Manufacturer narrative:
B2 date of death remains unknown after good faith efforts exhausted.